Event description:
Caller tested 4.1 inr, 2.1 inr, and 2.7 inr on the coaguchek xs system. Caller reports the patient's finger was excessively squeezed with the result of 4.1 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.